Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was suspended with 8.4 units in the reservoir and when the customer resumed, the pump showed 4 units. The customer¿s blood glucose level was low at the time of the incident. The customer inquired about active insulin time and the suspend feature. Troubleshooting was not completed. The insulin pump will not be returned for analysis.